Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge tubing separated from the cartridge the customer's blood glucose (bg) level was 500 mg/dl with trace ketones. The supplies were changed and a bolus via the pump was delivered to address the bg level. A new cartridge was successfully loaded to address the event.